Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure.

Event description:
It was reported patient underwent a right ac reconstruction procedure on (B)(6) 2014. Review of post operative radiographs revealed the implant had backed out. Subsequently, the patient was revised on (B)(6) 2014.